Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeons are experienced users. The device is removed from the package prior to surgery, the yellow protector is only removed before actual use and the instrument is loaded in the patient within sight of the scope. The first two or three clips are fired well. After that, when the handle is squeezed, the "clip pusher" (the u-shaped piece of metal that pushes the new clip forward) slides back, picks up the new clip and then gets stuck when the handle is released. The handle moves forward but the clip-pusher and the clip stay fixated on the spot where the new clip was picked up under the plastic cover of the shaft. When the user squeezes the handle again, the clip jumps out of the beak of the instrument and landed in the abdominal cavity. The clip is found and removed. This resulted in a lesion of the duct and required additional clipping to prevent leakage. A new device was used to complete the procedure with no further consequence to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was received partially applied with eleven remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.